Manufacturer narrative:
This issue was previously reported in 3005094123-2019-00389. On jan 17, 2020, the suspect medical device was updated from troponin reagents to the analyzer. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the probe. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a falsely elevated hstroponin result on the architect i1000sr analyzer. The following data was provided: sid 191201673502 initial 200, repeated negative. There was no impact to patient management reported.